Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-05032.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05032. It was reported the patient has lost therapy. X-rays were taken and revealed lead migration. As a result, the patient may undergo surgical intervention on a later date. Note: both of the patient's leads are being reported because it's unknown which lead is liable.